Event description:
It was reported that, "while surgeon was implanting the 1st screw through the pate, the spring tab closest to the screw hole deformed around the screw preventing it from advancing. The plate was removed and a 2nd plate was used in its place."

Manufacturer narrative:
Method: complaint history analysis, visual inspection, device history review and risk assessment. Results: there have been (B)(4) total complaints related to spring-bag deformation for the aviator plate product line. There has been no indication of manufacturing discrepancies in past instances. The instrument was returned and of the spring bars was confirmed to be slightly bent. The DHR from the batch of this device was reviewed and no relevant deviations were reported. There were no adverse consequences reported as the surgeon was able to use another plate to complete the surgery. Also, the kit contains 18 two level plates including a back-up of the plate implicated here. Conclusion: the failure is believed to be the result of user-error. The aviator surgical technique clearly details that the punch awl must be used with either a fixed or variable punch awl sleeve. The sales rep. Reported that the surgeon free-handed the screw-holes with the punch awl. The punch awl sleeve ensures that optimum screw trajectory is achieved.